Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the balloon was damaged.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure following a hysteroscopic resection of a fibroid on (B)(6) 2014. During the procedure, the physician had infused approximately 35 ml of fluid. When the balloon was removed after completion of the procedure, there was approximately 15 ml of fluid and the balloon had a tiny pinhole. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.